Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lv lead was successfully repositioned due to dislodgement and high thresholds. The physician was able to reach another position in the same vein with better threshold values. No additional adverse patient events were reported.